Event description:
It was reported that 3 years post-op, there was a 2nd surgery for a distal tibial screw removal from original acl on (B)(6) 2009. Patient was fully healed but experiencing some pain and discomfort at surgical site. 2nd surgery was (B)(6) 2012, at which time the surgeon found the screw had broken into pieces. He removed all of the bio-composite pieces. Culture was obtained, no infection was present. A bone graft was placed in the tibial tunnel to complete the tunnel.

Manufacturer narrative:
No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. The most likely cause of this type of event is an adverse reaction of the patient to the material(s) implanted. Product directions for use warns of possible foreign body and allergic-like reactions to the implant materials. Patient sensitivity to device materials must be considered prior to implantation. This is the first complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.